Event description:
It was reported by the customer that a pyxis medstation es system multiple patients orders was not crossing customer stated that there was able to get the medications manually from the pharmacy, it is causing delay in dispensing workflow. There was reported no patient harm there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient profile was not showing up on the station. A technical support specialist fixed the pyxis enterprise server to resolve this issue. The system functioned as intended after technical support specialist troubleshooted the device.